Event description:
Customer reported that stay suture broke three days following abdominal surgery while pt was violently vomiting. Subsequently, the pt's fascia tore resulting in an abdominal dehiscence. Pt was returned to the operating room for surgical repair of the abdominal dehiscence. Attending reports abdominal sutures were intact at time of reoperation.